Event description:
It was reported that during the procedure in the left anterior descending artery the 4.0x18 rx vision stent was deployed at 10 atmospheres. Post dilatation was performed at 12 atmospheres. The balloon was completely deflated and an attempt was made to remove the balloon from the stent. Resistance was felt as though the balloon may have been caught on a stent strut. The balloon was ultimately removed from the stent without intervention and the stent delivery system was removed from the anatomy without resistance. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the rx vision stent delivery system (sds) noted blood visible on the balloon, which is consistent with use and/or handling of the device. There was contrast visible in the inflation lumen and the loosely-folded balloon, suggesting that the device was prepared for use and pressurized during the procedure, as reported. A new indeflator was used to inflate the balloon to the rated burst pressure (rbp) and the balloon inflated without any anomalies noted. Negative pressure was pulled to deflate the balloon and it refolded in a tri-fold manner. It was reported that there was resistance noted during removal of the sds post-deployment of the stent. Potential causes for difficulty removing the sds post-deployment may be related to factors such as, but not limited to, an interaction of the balloon with the stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the stent, damage to the stent, balloon ruptures, leaks, poor balloon refold or from an interaction with the patient anatomy or accessory devices. There was no report of any damage observed to the stent implant prior to the procedure and analysis did not identify any malfunction with the returned product, suggesting that a product deficiency did not contribute to the reported complaint. No patient anatomical information was provided, which may have further aided the investigation. It is possible that the reported difficulty removing the sds was due to resistance with the lesion and/or interaction with the stent implant, although this could not be confirmed. During manufacturing, all products are 100% inspected for damage and a sampling of units is destructively tested to verify proper inflation and deflation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the investigation, there is no indication of a product quality deficiency.